Event description:
It was reported that the lead exhibited an anomaly in impedance as determined during a routine device check. Damage to the lead is s uspected. An operation for lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)